Event description:
Note: this report pertains to the second of two spyscope ds ii used during the same procedure. It was reported to boston scientific corporation that two a spyscope ds ii access & delivery catheters were used in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2021. During preparation, the spyscope ds ii showed black and white image. They reviewed all connections and ensured that the scope was pulling from the correct input. The controller was rebooted, adjusted s-video cord, tried to use a different scope and the same problem occurred. The procedure was rescheduled on a later date as they were unable to retrieve the stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.